Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2012 were received for the patient's prophylactic generator replacement surgery by the manufacturer. The patient presented complaining that she feels that her depression has gotten much worse and has lost interest in activities. The patient was concerned because she was not feeling vns stimulation when she swiped the vns magnet. She had no recent medication changes. The patient was doing very well in terms of seizure control though. The physician stated in the notes, "her vns has been acting up on her recently, and it certainly is getting near end of service because, it was placed in 2007." In addition, it was noted, the patient has been on high output current and fairly rapid duty cycle. Therefore, the patient was referred for generator replacement, which occurred on (B)(6) 2012. The physician recommended that she go to the emergency department for possible admission, particularly if she has any times of suicidal ideations. In previous notes on (B)(6) 2012, it was reported that the patient complained that her depression seemed to be a little worse, particularly since she lost her job and was stressed, so it was not believed to be related to vns. The patient's medications were adjusted on this date. On (B)(6) 2011, it was mentioned that the patient experienced increased depressed mood and some side effects with increased medication dosage. However, it did not appear that any medication changes occurred prior to the increased depression mentioned on (B)(6) 2012. Otherwise, she was doing well on (B)(6) 2011. The patient's mood was somewhat down on (B)(6) 2011, but there was no allegation of increased depression prior to (B)(6) 2012. Follow up with the physician revealed that the patient's generator was believed to be "acting up" because, the patient did not feel the stimulation anymore. It appears that this description is in reference to the device nearing end of service, however, this has not been confirmed as attempts for additional information have been unsuccessful to date. The physician believes the increased depression may be related to possible loss of vns therapy. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased depression, and there was no trauma or manipulation suspected with relation to the stimulation not perceived with magnet use. Additional information was received from the patient's mother that the patient was admitted to the hospital on (B)(6) 2012 for suicidal thoughts and several depression since "the battery was dead." The patient was being discharged the same day. However, there was no indication previously that the device was at end of service, and the return product form following surgery reported that the replacement was prophylactic. The generator was received by the manufacturer, however, product analysis has not been completed to date.

Manufacturer narrative:
Adverse event or product problem, corrected data:the initial report inadvertently reported the event as a product problem in addition to a serious injury, however only serious injury should have been checked.type of reportable event, corrected data:the initial report inadvertently reported the incorrect type of reportable event.

Event description:
The implant card was received which confirmed the prophylactic generator replacement on (B)(6) 2012. Follow up with the physician's office on (B)(6) 2012, revealed that the patient has not been evaluated since generator replacement surgery which they attributed to be an indication that the patient is doing okay. The office did not have additional information to provide at that time. Product analysis of the explanted generator was completed. In the lab, the device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet functions performed during the output-monitoring test. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.